Event description:
Additional information was received that there is a suspected lead fracture, although not confirmed.

Event description:
Additional information was received that there is a suspected conductor fracture, although not confirmed.

Event description:
During a remote follow-up, varying high voltage impedance was observed on the right ventricular (rv) lead. No intervention has been performed, although a lead replacement is anticipated. The patient is stable and will continue to be monitored.

Event description:
Additional information was received that there was increased and decreased defibrillation impedance.

Event description:
Additional information was received that there were externalized conductors that were visually confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable.